Event description:
It was reported that during an interrogation in the emergency room it was found that the ra lead exhibited low out of range impedance measurements. Review of the data found that the impedance measurement was low at the patient's last in clinic visit which was (B)(6) 2016. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).